Event description:
As reported from our affiliates in canada, during an implant procedure of an edwards valve via transfemoral approach, there was difficulty advancing the valve through the esheath. Additional push force was applied, and the valve was able to advance through the esheath. The valve was implanted successfully with no patient injury. The device was returned for evaluation and the esheath distal tip was observed to be torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the esheath fully expanded as designed. The distal tip was torn along the distal edge of the liner; however, it was noted that the distal tip opened along the axial score line as designed. In addition, all score lines were present on the tip. A device history record (DHR) review did not reveal any manufacturing non-conformance issues that would have contributed to the events. A lot history review was also performed and it did not provide any indication that a manufacturing non-conformance would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Per the IFU/training manuals, push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Do not over-manipulate the sheath at any time. If system advancement force is too high or valve is initially stuck, imaging should be performed to ensure the valve and sheath are not damaged. In addition, it notes that if push force is high, consider slightly pulling back the sheath 1-2cm while advancing the transcatheter heart valve (thv)/delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for difficulty advancing the delivery system with crimped valve through the esheath and esheath distal tip torn were confirmed based on device evaluation. However, no manufacturing nonconformance was identified during the evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, "during procedure, unusual push force had to be use to get the valve out of the esheath. The difficulty was experienced only at the last part where the valve actually exits the esheath." Per evaluation of the returned device, the esheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of esheath tip tear events as described in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the esheath distal tip and the distal tip tear. In this case, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated to improve activities regarding tip expansion. Since this event occurred after corrective actions were implemented, the pra was assessed for possible re-escalation. It was found that the control limits had not been exceeded. Therefore, no further corrective or preventive actions are needed at this time.